Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while the intraoperative intra-abdominal preparation, the swab dissolved and fell into the abdomen. The swab was retrieved. There was no patient injury.